Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The customer reported to the fsr that there was a strange noise coming from the driver and that the unit would not pressurize. The fsr found that the adjust limit knob was out of specification and a strange sound was coming from the pr3 regulator. The fsr replaced the pr3 regulator and corrected the adjust knob to specifications. The fsr performed the patient circuit calibration and performance check and the ventilator passed. The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator was making a strange squeak-like "noise" and the mean airway pressure (map) fluctuated a little, while the device was in use on a patient. Reportedly, most of the other settings were stable. There was no patient injury/harm associated with this issue. The customer evaluated the ventilator and ran the unit for a couple of hours. The customer reported that the noise went away, but when the piston was "paused", there was another strange "noise."